Event description:
Catheter placed 5/24/93. Chest x-ray showed a fractured catheter with embolism of catheter fragment in the right ventricle. Catheter fragment removed under fluoro using femoral approach.